Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure several faults occurred. The site was unable to recover from the fault. The site attempted to power cycle the system several times, but the issue remained. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found errors against universal surgical manipulator 3 (usm). The isi tse walked the caller through a hard power cycle of the patient side cart (psc), but upon powering it on the fault was still present. The isi tse recommended disabling the usm if the case could be completed with three arms. The caller stated they would confirm with the surgeon how to proceed. There were no reports of patient injury. Isi followed up with the initial reporter and the following additional information was obtained: the site disabled the usm 3 and continued with the procedure. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that several faults occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced usm 3 to resolve the issue. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and the complaint regarding the repeated faults was confirmed by failure analysis. The usm 3 was tested on an in-house system in normal mode where it replicated error 319. The usm also failed the fiber test.